Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the cardiac resynchronization therapy defibrillator (crt-d) was interrogated and the battery longevity status bar was gray. It was noted that prior to interrogating the device, the device was trunk stock of the medical equipment company representative. The device was able to warm up to room temperature for more than a week. Upon re-interrogating the device, the longevity estimate was back to normal, but the charge time was out of range. The device was not used and there was no patient involvement.